Event description:
It was reported that the patient presented to the hospital with heart failure. Upon review, the pacemaker was found in backup mode. Patient normal rhythm was established, and the device was re-programmed successfully. The patient condition was stable.